Event description:
It is reported that the articular surface would not snap into the tibial baseplate. Another surface was opened and used to finish the surgery.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. As returned, the dovetail is compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Manufacturing documentation was reviewed adn indicates that the device was manufactured, inspected, and packaged to specification.